Event description:
It was reported that the patient presented in the hospital for lead revision. The patient's right atrial (ra) lead exhibited high capture threshold due to lead dislodgement. Fluoroscopy imaging performed during procedure revealed that the ra lead was pulled back. The lead was unable to be re-positioned as the capture threshold remained elevated and the lead helix futher wouldn¿t fully deploy. The ra lead was explanted and replaced. The patient was in stable condition.